Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex braid¿s distal and proximal ends were not opened and frayed, while the middle part of the braid was fully opened. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure to open at proximal¿ complaint was confirmed, as the returned pipeline flex braid¿s proximal and distal ends were not opened. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal, and the device was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the stent could not be opened. The proximal section of the pipeline failed to open despite multiple attempts, and the device was resheathed more than two times. The pipeline was ultimately removed from the patient and explanted. The aneurysm was located in the left cavernous sinus, was unruptured, and had a saccular morphology with a maximum diameter of 8 millimeters and a neck diameter of 4 millimeters. The distal landing zone artery size was 3.5 millimeters, and the proximal was 4.9 millimeters, with minimal vessel tortuosity. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The patient's medical history included hypertension. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was normal. The angiographic result post-procedure showed smooth blood flow. The issue was resolved by replacing the stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined, but may be related to high vascular tone.